Manufacturer narrative:
(B)(4). Analysis results of the catheter were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
During an implantation procedure under the guidance of fluoroscopy while in the intrathecal space there was no csf flow coming back from the catheter. The surgeon felt "there was something wrong with the catheter and it was not patent, possibly defective." The surgeon proceeded with a myelogram study with preservative free saline and it was negative. A new catheter was used that showed "great csf flow" and was connected to pump with sutureless connector with no problems. A f/u report will be sent if additional info becomes available.